Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 300 syringes 1ml ls 26ga 1/2in experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: black dust seen inside 1cc syringe.

Manufacturer narrative:
H.6. Investigation: two actual samples were received by our quality team for evaluation. Upon visual inspection, the team had observed holes on the bottom web and particles inside the packaging; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The black dust foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into the package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The nonconformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 10ml manufacturing line.

Event description:
It was reported that 300 syringes 1ml ls 26x1/2in india experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: black dust seen inside 1cc syringe.

Manufacturer narrative:
The event description, medical device brand name, common device name, medical device type, device expiration date, device manufacture date, unique identifier number, and PMA/510(k)# have been corrected. The following information has been corrected: describe event or problem: it was reported that 300 syringes 1ml ls 26x1/2in india experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: black dust seen inside 1cc syringe. Medical device brand name: syringe 1ml ls 26x1/2in india. Common device name: syringe. Medical device type: fmf. Medical device catalog #: 303060. Medical device lot #: 8332781. Medical device expiration date: 2023-11-30. Unique identifier (UDI) #: (B)(4). PMA/510(k)#: n/a. Device manufacture date: 2018-11-28.

Event description:
It was reported that 300 syringes 1ml ls 26x1/2in india experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: black dust seen inside 1cc syringe.